Event description:
The customer reported that the facility has experienced occlusion of the tube during patient use . Customer states that the patient was on a ventilator and the ventilator alarmed and could not ventilate. The customer reported that extubation and reintubation of a replacement tube was required. The customer confirmed that the tube was replaced without incident to the patient.